Event description:
New information received indicated that no electrical anomalies were noted, and the dislodgement was observed via visual examination.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. The patient was discharged.